Event description:
Pt with history of ovarian cancer and multiple surgeries had a right and left port-a-cath placed. She went to the operatting room to have the right catheter removed as well as some reconstructive surgery. Upon removal of the catheter it was noted that a piece of the catheter was missing. An x-ray confirmed that catheter fragment was in the right subclavian vein. Pt was observed overnight, catheter location confirmed as stationary and she was discharged to home. Catheter was inserted at another institution approx 10 years ago.